Event description:
Caller states that customer was not feeling well and that she was taken to the hosp. Caller states that the result on the device that day was 170mg/dl and the hosp device read in the 500's mg/dl. Customer was admitted for a few days and treated for high blood glucose. Time frame between results not provided. Type of treatment received not provided. No quality controls were used. Requested return of suspect device and replacement was sent.